Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90-95% stenosed lesion being treated was located in the moderately calcified, severly tortuous ramus interventricularis anterior (riva). The lesion was predilated with a 15mm balloon. The physician was unable to place the 2.75x12mm taxus liberte drug eluting stent, due to crossing difficulty. He removed the stent and continued predilatation. The physician's second attempt to place the same stent was unsuccessful. Upon removal, stent damage was observed on the proximal portion of the stent. No patient complications were reported. Patient status reported as "good". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.